Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "baker 3 contracture".

Event description:
Patient's husband reported via physician "left breast has hardened, risen a little and becomes a little sore" and a confirmed left side capsular contracture grade iii via MRI. The patient has been presenting a greater breast distortion in the left breast associated with pain and an impression of a higher breast, this condition began about 5 months ago. Physician additionally reported "presence of peri-implant liquid with implants of greater texture", a baker grade IV, planned treatment of mastopexy. The device remains implanted.

Event description:
Legal representative later reported "different size, and left breast was higher than the right." Device has been explanted.